Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es had a storage space issue when the customer tried to take the critical medication for the patient. The customer required key for the service as it was unavailable. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5, d1, d4, g1, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-feb-2022 to 15-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the malfunction was due to storage space issue. The issue was resolved by reconnecting the battery and rebooted the system. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed when user tried to recover storage space for drugs most critical to a patient. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the reported malfunction occurred due to the storage space failure. The device's storage space was recovered by rebooting the fridge. The system functioned as intended.